Event description:
It was reported that the patient was speaking "gibberish" for approximately 30-60 minutes and was not producing understandable sentences. At the time no symptoms of unilateral weakness or drooping were noted. The patient was transferred to the emergency department with altered mental status and signs and symptoms of sepsis. The patient had a history of profound, worsening driveline exit site infection which had required multiple surgeries, indwelling drains, and wound vacuum assisted closures. The source of the infection was driveline, pump pocket, and bacteremia. Bloodwork confirmed sepsis. The patient was not a candidate for a pump exchange or transplant. On (B)(6) 2022 the patient expired in the setting of comfort care and ventricular assist device deactivation due to worsening infection.

Manufacturer narrative:
The patient had a longstanding history of driveline infection. More information was requested, not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported altered mental status could not be conclusively established. The controller event log file contained data from 11aug2022 through 29aug2022, per the timestamps. No notable events or alarms associated with the patient¿s lvas were observed, and the pump appeared to function as intended at the set speed. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) sepsis, other neurological event (not stroke related), and death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 and section 4 of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 6 of the IFU, ¿patient care and management¿, also lists infection and neurologic dysfunction as potential late postimplant complications. Additionally, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.